Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that he contacted the customer via phone call to discuss the insulin pump upgrade. During the call, the customer stated that the insulin pump has a worn battery cap, frequent battery changes and condensation inside the screen. Blood glucose value is unknown. The customer declined transfer for helpline assistance. The insulin pump was not replaced or returned for analysis.